Manufacturer narrative:
The investigation for the reported positioning issue has been completed. The impella device was not received from the customer and therefore, an evaluation of the device was not possible. However, clinical details provided were sufficient to determine a root cause. The root cause of the positioning issues was determined to be use related as the pump was accidently pulled from the ventricle while placing the repo sheath. This report is being filed as part of a retrospective review of historical records.

Event description:
The complainant reported a patient in acute myocardial infarction/cardiogenic shock was implanted with an impella cp device for mechanical circulatory support. When removing the peel away sheath and advancing the repositioning sheath, the pump pulled out of the patient's left ventricle. The pump was removed and replaced with a second impella, and there was no reported harm to the patient.